Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two graftmaster devices are filed under separate manufacturing report numbers.

Event description:
It was reported that following a stent implantation in the right coronary artery, heavily calcified lesion, a large spiral perforation, from the proximal to the distal artery occurred and cardiac tamponade was noted. A 3.5x16mm, 4.0x16mm, and 4.0x26mm graftmaster stent were implanted without reported issue, however, the perforation had not sealed. The patient was placed on advanced life support (extracorporeal membrane oxygenation) and a pericardial tap was performed. The patient expired. Per physician, the graftmaster devices did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: required intervention to prevent permanent impairment/damage(devices) was unchecked. Cine summary reviewed performed by abbott vascular: perforation occurred during complex pci including pre-treatment with rotational atherectomy and pre-dilatation. Stent is deployed but remains under expanded. Post dilatation is documented and perforation occurs. Graftmaster (gm) are deployed but perforation migrates distally. Heroic measures are attempted to rescue the patient without success. Death in this case is directly related to perforation after post deployment of an under-expanded stent. Multiple gm were deployed to attempt to control a distal migration of the perforation. No product issue or failure is seen in this case. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the reported patient effects of thrombosis and death are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU) as known patient effects of coronary stenting procedures. It is possible that growth of the perforation during deployment contributed to the reported failure to seal; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported device operates differently/failure to seal cannot be determined. Interaction with the heavily calcified anatomy and/or other devices resulted in the reported difficulty to remove. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was obtained via cine review by abbott vascular clinical: after atherectomy in the heavily calcified, right coronary artery lesion, an unspecified stent was implanted, however was underexpanded. Post dilatation was performed and a perforation occurred, starting mid stent. After balloon dilatation, the first graftmaster (gm) stent was implanted and per angiography, the perforation sealed. Resistance was noted during stent delivery system (sds) withdrawal. The stent was re-inflated and the sds was removed. The perforation then migrated distally from mid stent to distal edge of stent. Spasm of the vessel distal to the stent was noted. Additional balloon dilatation was performed, however, extravasation persisted. A second gm stent was implanted, overlapping the first, and the extravasation persisted at area of overlap. Follow-up angiography showed extravasation excluded and spasm is seen extending into the posterior lateral and posterior diagonal. A third gm stent is positioned, overlapping the second gm stent. This positioning occludes blood flow into the pd/pl and extravasation continues at overlap. There was no cardiac motion on the last set of images. Contrast injection shows a thrombus within the deployed stents and very slow filing of the distal vascular bed. The reviewer concluded death in this case was directly related to the perforation after post-deployment of an underexpanded stent. Multiple gm were deployed to attempt to control a distal migration of the perforation. No product issue is seen in this case.